Manufacturer narrative:
Patient identifier and age/date of birth are unknown. However, patient over 18 years old. The exact patient weight in not known. However, it was reported as being around (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the electrode was not delivering energy and a generator error (e02) occurred. The electrode was removed and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.